Event description:
Alleged arthralgias, morning stiffness, myalgias, spasms, swelling, fatigue, sleep disturbances, hot flahses/sweats, headaches, dizziness, memory loss, dry nose, oral sores, rashes, asthma and menstral disturbances. Implant allegedly ruptured.